Event description:
Staff reported the presence of 3 lesions of left anterior chest noted when pacer pads were removed. The pads were in place for approximately 12 hours before they were removed and the lesions were noted. The lesions are circular and measure 1.5 cm in diameter; upper right lesions and near nipple was black with surrounding erythema and lower right lesion was yellow consistent with pacer pad burns.